Event description:
A report of overinfusion associated with the use of an infusion pump was received. According to the reporter, a 250ml bag of an unknown antibiotic was set up to infuse at a rate of 85 ml/hr over 3 hours. It was reported that in 2 hours time the infusion pump alarmed and the healthcare professional found the entire volume had infused; however, reportedly, the pump still had a volume to be infused (vtbi) of 84mls. There was no report of pt injury associated with this report.